Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer reported that they had air bubbles were bigger than soda pop. The troubleshooting was performed and was advised to tap reservoir to gather small bubbles into a large one then slowly push on the plunger of the reservoir to remove air bubbles. It was air bubbles were successfully removed. The customer was advised that positioning in reservoir had been modified while purging out air bubbles. The customer was advised to complete rewind or load reservoir process. The customer was advised to monitor. The insulin pump will not be returned for analysis.